Event description:
Reporter alleged due to blood glucose monitoring device results, being admitted to the hosp and treated over a weekend. Reporter stated glucose results prior to the alleged incident were 133, 124, 331, & 171 mg/dl however no time and date info was available for them. Reporter stated feeling weak the day of the alleged incident and was transported to the hosp by ambulance shortly after 10:00 pm. Reporter stated hosp glucose device result was 360 mg/dl. Reporter indicated being treated at the hosp with glucose and fluids. Reporter stated no controls were used. A request was made for the return of the suspect product and replacement product was sent.